Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
The customer reported nav (navigation) ring is not working. It is unknown if the device was in clinical use at the time of the reported event, but there was no reported patient or user harm.

Manufacturer narrative:
G4: 01jul2020 b4: (B)(6)2020 a front bezel was returned for analysis. The navigation ring failure was determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19may2020. B4: 20may2020. The fse confirmed that there was no patient involvement at the time the issue was discovered. No patient or user harm reported. The field service engineer (fse) confirmed the reported issue. The fse replaced the front bezel to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.